Event description:
Tech alleged that the head up function is not working. No pt impact.

Manufacturer narrative:
The tech found the solenoid valve was stuck. The technician replaced the solenoid valve and coil to resolve the issue.